Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited high ventricular rate and noise reversions. Noise was reproducible with isometric testing in clinic. The device was reprogrammed. The patient would continue to be monitored.